Event description:
On the initial report received by aso on 02/19/2025, the consumer stated that her husband had a reaction to his skin. He said it was red at first, and now it is like a blister. He went to the dermatologist and his doctor wanted to see the bandage.

Manufacturer narrative:
As of 03/12/2025, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.